Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the battery displayed premature depletion. It was also reported this was caused due to frequent electrical storms and the patient's worsening condition; however, it was suspected the device's operation mode could not be excluded. The device appropriately discharged one hundred and one times. Additionally, the physician felt the device mistakenly detected sinus tachycardia when there was malignant arrhythmia. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.